Event description:
"Dealer states, power elevating legrests were replaced under warranty on (B)(4). Upon installing the new legrest, the right power elr makes a loud grinding noise and will not go up all the way. The right elr actuator is being replaced."

Manufacturer narrative:
(B)(4) has been initiated for this event. Model tdxsp, serial number/date code (B)(4) is approximately 6 months of age. The owner's manual part number 1143190 (rev k mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges the power elevating legrest will not go up all the way.